Event description:
The customer reported an antibody s from a sample drawn (B)(6) 2010, that was interpreted by the tango as negative, however the visual result appeared to be a weak positive. So the sample was tested in gel indicating an anti-s. The customer reported the lot numbers of the used tango reagents and sent us the pt sample. The pt sample contained very little plasma (less than 100 ul). Due to this very small amount of material it was not possible to test the sample on the tango. The sample was tested with the cell 1 of biotestcell 1 and 2 (s+s+, heterozygous for s antigen) in the tube technique and reacted positive. The affect lot of anti-human globulin anti-igg solidscreen ii (retention sample of qc lab) was checked and reacted correctly positive. Furthermore the affected lot of biotestcell 1 and 2 (retention sample of qc lab) was tested, both cells which are both heterozygous for the s antigen showed a "normal" expression of the s antigene.

Manufacturer narrative:
Bio-rad labs inc acquired the biotest (B)(4) on 1/6/2010. The company name was changed to bio-rad (B)(4) on (B)(4) 2010.